Event description:
It was reported that a device was used during a low anterior resection. The device would not fire, resulting in an incomplete staple line and malformed staples. The case was completed with another device. There were no patient consequences.